Event description:
It was reported that there were concerns regarding the pacing of this cardiac resynchronization therapy defibrillator (crt-d) due to premature ventricular contractions (pvc) falling into blanking by atrial events which resulted in inhibited pacing. It was noted that some of the pvcs were sensed correctly and the device was performing appropriately per programming. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.